Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had lunch and after 20 minutes, he fell asleep for 2 hours. When the patient woke up, they were disoriented, and their wife noted something was wrong with them. Around 03:00pm the wife called an ambulance and while on the way to the hospital, the cgm was reading 252 mg/dl and the blood glucose reading was 55 mg/dl. The patient was treated with intravenous fluids and 2 glucose tablets. Blood and urine tests were done, but no results were reported. The patient was discharged the day after, in the morning. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.